Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
The customer reported that both monitors went black resulting in a loss of live image. There is no report of pt injury or death.